Manufacturer narrative:
The ge representative conducted an onsite investigation and was unable to duplicate the reported problem. The power supply output connection was repaired and the high voltage control pcb's were reseated. The system operates as intended.

Event description:
The customer reported an x-ray on error message was displayed on the 6800 system. No patient injury was reported.